Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion with moderate calcification in the distal posterior tibial artery. A 1.5x40mm armada 14 percutaneous transluminal angioplasty (pta) balloon was soaked and air aspiration was performed outside the anatomy prior to use. The armada was advanced toward the target lesion. The balloon was inflated once up to 6 atmospheres (atm) and the balloon ruptured. The device was removed and a new same size armada 14 was advanced toward the target lesion, the balloon was inflated up to 14 atm and the lesion was successfully treated. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual and functional testing were performed on the returned device. The reported balloon rupture was confirmed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.